Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when attempting to place ports on the patient, the camera connected to the storz endoscope displayed an error message on the operating room team interface (orti) stating endoscope image is frozen. Check endoscope system. The case was converted to laparoscopy and endoscope was replaced to resolve the issue. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: 1. Article: tc302 image1 s d3-link tc302, sn# (B)(6). During the investigation, it was found that the control unit does not display an image. The tc302 link module is recognized by the tc200/tc201 test device connect module, but no image is displayed on the monitor after connecting the camera head to the tc302. The image remains in gui mode (only blue screen). After opening the device, a defective component on the motherboard could be visually determined. The power supply for the camera head from the ic u50 is missing. This is why the image is not displayed. In the corresponding IFU lza705_en_v4.3_IFU_ce-MDR contains a note on page 10 to have a replacement system ready in case the device should fail. 2. Article: unknown (storz endoscope). Sn# unknown. The product has not been returned and no information regarding the product- or the serial number was provided thus no investigation could be examined. The tc302 link module is determined to be causative for the described issue. The event is filed under internal karl storz complaint ID: (B)(4).